Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-01153. It was reported that the patient experienced hives at the implant site following a lead revision (related manufacturer reference numbers 3006705815-2020-33431, 3006705815-2020-33432). The patient also developed an infection spreading to the ipg and paddle lead on an unknown date. The patient was hospitalized and recovered after a week. In turn, surgical intervention was undertaken on an unknown date wherein the entire system was explanted. The patient is doing well.